Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the male luer broke during disconnection from a needleless connector. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the male luer broke during disconnection from a needleless connector was confirmed. Visual inspection found the male luer tip on the suspect primary set to be broken off, with one side slightly higher than the other. The broken off tip was not returned. Due to the damage, functional testing could not be performed. The root cause of this failure was not identified.